Event description:
The patient was a male. The target lesion was the mid right coronary artery. The lesion was highly calcified and highly tortuous. There was 99% stenosis. After pre-dilation was conducted, a 2.5 x 23mm cypher stent was delivered to the target lesion. There was resistance during delivery, but the cypher reached the target lesion. While inflating the delivery system, the balloon ruptured. Physician observed blood was flowing back into the inflation device. Therefore, a different cypher (size unknown) was implanted instead and the procedure was finished. There was no reported patient injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within 30 days upon receipt.